Event description:
It was reported to nova biomedical that a consumer received a result of 61 mg/dl on their blood glucose meter. The consumer immediately performed three additional tests using the same meter and strips getting the following results of 145 mg/dl, 133 mg/dl and 112 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.